Manufacturer narrative:
Reported event: an event regarding abnormal ion levels involving an restoration modular stem was reported. The event was not confirmed. Method & results:  -device evaluation and results: not performed as product was not returned.  -clinician review: no medical records were received for review with a clinical consultant.  -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are required to complete the investigation for determining root cause. No recall was identify with the reported device. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2012 and was revised on (B)(6) 2017. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Corrected data: manufacturing date and expiration date provided in error. As lot# is "unknown," manufacturing/expiration dates could not be identified. An event regarding abnormal ion levels involving an restoration modular body was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned.  Clinician review: no medical records were received for review with a clinical consultant.  Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device lot information,return of the device, pathology reports, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are required to complete the investigation for determining root cause. No recall was identify with the reported device. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2012 and was revised on (B)(6) 2017. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2012 and was revised on (B)(6) 2017. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.